Event description:
The user facility reported that their reliance synergy washer is leaking. No procedures were delayed or cancelled. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit. The user facility cleaned up the water prior to his arrival but the leak was reported to spread onto the floor. Inspection of the unit revealed a vinyl reinforcement hose and clamp, located at the recirculation pump had come loose. The technician reconnected the vinyl hose and secured the clamp. A test cycle was performed; the unit was confirmed operational and returned to service.